Event description:
The following has been reported: nurse reported: 1 tubing leaking at y-site below pump. 1 tubing leaking at the distal end of the cartridge where the tubing joins the cartridge. A preliminary review identified the following issue: administration set leak (external part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Two samples of ivenix administration set was returned for evaluation. Upon visual inspection, no defects were observed. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "tubing set problem" was in the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. Under microscopic examination no defects were observed at the administration cassette. An underwater leak test was performed for verifying the liquid and air side areas of cassette and no bubbles were observed coming from unit. The customer complaint is confirmed by the replicated alarm. The root cause could not be determined. The evaluation methods applied to the returned sample were not able to identify the origin of the replicated alarm. No visible defects were observed in the unit, and no conclusive evidence was found to explain the issue reported. No leaks coming from the admin set was observed. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch record fa24j07021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.